Event description:
(As was reported to co sales rep by the user facility). 1.) Catheter causing bloody secretions in patients. 2.) Secretions collecting in bottom of spring loaded valve. 3.) Complaints of leakage through bottom of valve housing. 4.) Spring loaded valve becoming stuck open because of dried secretions.